Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Additional information: a1, b5, h6.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a cracked rear housing. During analysis, a cassette was attached to the device and ran with no issues. The reported issue of "no disposable" alarm could not be duplicated. Service will recalibrate the upstream sensor and replace the downstream sensor as preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "no disposable clamp tubing" alarm and could not run. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.